Event description:
It was reported the patient was not getting any coupling bars. It was noted a coupling problem was reported. It was further noted the problem started today. The reporter stated they used to get all eight coupling bars before and they never had this problem. It was noted the patient had been trying to do it for hours today. It was further noted the patient was not able to get any coupling boxes after repositioning the antenna and turning the dial on the antenna. The reporter stated they did not wear any bandages and they were putting it directly over their skin. The reporter further stated there was no visible damage on the antenna. It was noted the patient did not have any falls or trauma. It was further noted that patient was using the recharging belt with no spacers or adhesive pads. It was noted the patient used the antenna locate feature and got 40 at first and the highest they were able to get was 48. It was further noted the patient was able to get four coupling bars. The reporter stated the last successful recharge was two weeks ago. It was noted the patient tried to use the patient programmer to connect to the implantable neurostimulator (ins) and they got a poor communication screen on the programmer. The reporter stated that lately they had not been able to communicate using the programmer. The reporter further stated it takes 15 to 25 times and then it will ¿hook up to it.¿ it was noted the patient had been having problems using the programmer on and off. The reporter stated that usually after they try to sync the programmer and the ins it takes them a few times to reposition the antenna until they can connect to the ins. The reporter further stated the programmer was fine for the first two weeks and then it started acting up. It was noted the patient did not have any falls or trauma, but they could tell when they turned it on the ins probably moved a little bit. The reporter stated it was a different kind of stimulation and it was in the same area, but it was a little different. The reporter further stated they started noticing the change in how the ins was stimulating last week. It was noted the patient felt stimulation. It was further noted the patient could not get the ins to recharge. The reporter stated they had not seen their follow up healthcare professional (hcp) yet. It was noted the patient had been trying to get an appointment with their hcp. It was further noted the patient had a back problem and they were retaining urine. The reporter stated they had problems with their bladder. The reporter further stated they had a major back surgery before and their hcp told them that their ¿fusion had failed¿ and they though the ¿nerve bundle had been compromised.¿ it was noted the patient had the ins implanted over a month ago. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).